Manufacturer narrative:
The reported event of blood observed inside the lead was confirmed. As received, a complete lead was returned in one piece for analysis. Visual inspection of the lead body did not find any anomalies, but found blood inside the inner and outer insulations at the distal region of the lead. Electrical testing and x-ray examination did not find any indication of conductor fractures or internal shorts.

Event description:
During an implant procedure, blood was observed to be inside the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.